Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the customer had issues with blank display. The customer's blood glucose level at the time of incident was 150mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would have to be replaced and returned for analysis. The customer states they would revert told pump. The customer states they would try new battery and call back if issues persist.